Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004: patient presented with the pre-op diagnosis of spinal stenosis and gross instability at l4-5. Patient underwent decompression and 360-fusion, l4-5 with emg monitoring. Per op-notes: " .. . The lateral gutters were then decorticated with the drill. The shavings were removed and saved for later grafting. Meanwhile, some rhbmp-2 was placed into a vitoss sponge to allow it to set. Next pedicle screws were placed in l4 and l5 bilaterally. They were 40 mm at l4 and 35 mm at l5. They were done under c-arm control. 50-mm rods were placed between screw heads and seating nuts were placed and fully torque tightened at l4. Distraction was placed across the rod pairs and held with slight tightening of the l5 nuts, the disc space was then reidentified. First on the right side, an annulotomy was performed, and through this rasps were placed onto the disc space and it was rasped up to a size 11 .. . L. A peek cage was then packed with the vitoss soaked in rhbmp-2, and some of the slurry bone removed from the decortication, and then a 10-mm cage was placed in the right side. In identical fashion, the left side was prepared, but prior to the same c age size insertion, the central disc space was packed with some vitoss/rhbmp-2 sponge combination and some bone previously retrieved. The c-arm was used to verify the position of the cages, which was found to be good. Next, compression was placed across the rods and the nuts at l5 were torque tightened fully. Next, half of the remaining rhbmp-2 sponge and half of the remaining natural bone graft was packed tightly in each lateral gutter. The wound was vigorously irrigated with bacitracin solution. .. All nerves were monitored as normal function on the emg. A large piece of gelfoam was loosely placed over the laminectomy defect. No patient complications were reported as a result of this event."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.